Event description:
It was reported that shaft break occurred. A 2.50x20mm promus premier¿ stent was selected to treat the coronary artery. The device was removed from the sterilization transportation loop in a normal fashion and everything felt fine. The device was looped once and then handed to the physician. When the physician placed the device onto the guide wire, it was noted that the pushable portion of the shaft had separated into two parts. The procedure was completed in a normal fashion with another 2.5x20mm promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft at 260mm, 480mm, 555mm & 652mm distal from the distal edge of the strain relief. The shaft itself was broken at the point of a severe kink. The hypotube broke 515mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x20mm promus premier¿ stent was selected to treat the coronary artery. The device was removed from the sterilization transportation loop in a normal fashion and everything felt fine. The device was looped once and then handed to the physician. When the physician placed the device onto the guide wire, it was noted that the pushable portion of the shaft had separated into two parts. The procedure was completed in a normal fashion with another 2.5x20mm promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).